Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (response buttons non-functional) was confirmed. Upon investigation, the front response button was not functional. The front response button switch dome was missing, causing the failure. The root cause of the missing dome cannot be positively identified. No adverse events occurred from the defective monitor.

Event description:
A us distributor reported that a monitor response buttons were not functioning.